Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and five shocks due to a 1:1 conducted arrhythmia at 133 beats/minute. The programmed therapy was exhausted and then the rhythm remained in the vt-1 zone (below 130 beats/minute). The rhythm was not well-coordinated and technical services discussed using onset/stability vs. Rhythm match going forward. It was also noted that after the first shock was delivered the patient developed atrial fibrillation which self-terminated. The crt-d remains in service.